Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws as it did not latch onto the bottom jaw. It appears that there was a buildup of biological material present on the bottom jaw. The buildup of biological material was manually removed and another attempt was made to fire the device. The next clip was able to properly load and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next clip. However, the fourth and final clip was unable to load properly. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the proximal end of the bridge was cracked but this was most likely caused during disassembly. No further damages were observed. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. It is possible that the excess amount of biological material present in the device prevented the clips from consistently loading properly, but this could not be confirmed. It could not be determined what prevented some of the clips from loading properly. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The reported complaint of "loading issue" was confirmed based upon the sample received. One device was returned. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Upon functional inspection, the first clip was unable to properly load into the jaws as it did not latch onto the bottom jaw. It appears that there was a buildup of biological material present on the bottom jaw. The buildup of biological material was manually removed , and another attempt was made to fire the device. The next two clips were able to fire properly, but the last clip was unable to load properly. It is possible that the excess amount of biological material present in the device prevented the clips from consistently loading properly, but this could not be confirmed. It could not be determined what prevented the clips from loading properly. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since it could not be determined what prevented the clips from properly loading, the root cause of this complaint is undetermined.

Event description:
It was reported that the jaws do not open and clips flow down when loading.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1800729 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws do not open and clips flow down when loading.